Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was off the bus along with all pockets. A field service engineer (fse) identified that the drawer would not open due to an issue with the solenoid. The fse replaced the solenoid and also replaced the drawer controller board using a spare from stock, but this did not resolve the issue and then replaced the pyxibus module controller, which also did not resolve the issue, and the station failed to boot. The fse proceeded to replace the drawer controller board with a second board, after which the station booted up normally and configured the new pyxibus controller board. The user tested the drawer and confirmed that it was functioning normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5.1 was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.